Event description:
It was reported that during a percutaneous transluminal angioplasty, tip detachment occurred. The target lesion was located in the fibular artery. Upon advancement of the pt2 guide wire the tip broke and detached. No attempt was made to retrieve the detached tip and remains in the fibular artery. No further intervention to the target lesion was attempted. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, tip detachment occurred. The target lesion was located in the fibular artery. Upon advancement of the pt2 guide wire the tip broke and detached. No attempt was made to retrieve the detached tip and remains in the fibular artery. No further intervention to the target lesion was attempted. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - the device presents that the distal tip was detached, also, two bents at 65cm and 141cm from the proximal end, and a bent on the distal end at 295.5cm to298.3cm from the proximal end. All dimensional measurements are within specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The unit exhibited no evidence of tension, torsion, bending or fatigue over the tip section. No separation occurred on the wire. Reduction on the thickness and on the width of the test sample and presence of titanium over the wire surface analyzed when compared with control sample suggest that there is a tin layer loss. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).